Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the programmed infusion ran longer than expected. The etoposide infusion was programed to infuse at 545 ml/hr. Total volume was to be 545 ml, at the end of the infusion, the pump volume read 674.9 ml (including a 16 ml flush). The infusion was completed in one hour and 17 minutes. There was a patient involvement but no harm.

Event description:
It was reported that the programmed infusion ran longer than expected. The etoposide infusion was programed to infuse at 545 ml/hr. Total volume was to be 545 ml, at the end of the infusion, the pump volume read 674.9 ml (including a 16 ml flush). The infusion was completed in one hour and 17 minutes. There was a patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number is a concomitant. Please refer to manufacturer report number 2016493-2021-78097, which captured the correct suspect device per investigation report.